Event description:
Patient was coming from xray and being pushed out in a wheelchair by their family member. Patient began to stand up in the vestibule of the ed entrance and fell. Before patient stood up, the foot pedals and pads were raised. Patient had stepped forward with their right leg and as the patient started to move their left foot, the foot pedal flipped down causing the patient to trip and fall. The patient was treated and released.what was the original intended procedure?patient was at hospital for xray procedure.device #1is this a laboratory device or laboratory test?no.